Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: when removing the orange shield, the customer found that the needle was missing.

Manufacturer narrative:
The following fields were corrected. D10: device available for eval no. D10: returned to manufacturer on: na. H1: device return to manuf .? No. H6: investigation summary: customer returned images of a 0.3ml syringe. The images show the syringe¿s needle shield and hub separated from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: when removing the orange shield, the customer found that the needle was missing. 1 sample was returned.